Event description:
A customer reported a cartridge alarm 20, but there was no adverse impact to their blood glucose level. The issue did not occur during the load process. The customer was advised by technical support to replace the pump, which was confirmed to be under warranty until january 31, 2028. Technical support arranged for a replacement pump to be sent, ensuring it included updated software. Customer will continue to use current pump.